Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the operating room, re-sutured the stimulation lead beneath the tissue, and closed. Postoperative antibiotics were prescribed after the procedure was completed.